Event description:
In 2006 - a dental imp was placed in tooth location # 27. Four days later - the imp was removed from the pt's mouth. Approx 4 months later - the clinician stated during placement at 45ncm, the imp stopped in the osteotomy. Imp was 2-3 mm short of the guide sleeve. The imp was stuck and could not be removed. The surgical template was removed, forceps were used and still the imp could not be removed. The clinician had to remove bone from the front of the imp to half its height. Afterwards, the imp was removed. Post-operative the pt is doing well and a new imp was placed.